Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported one of the leads had migrated. On (B)(6) 2013, the physician repositioned both leads to t8 to achieve effective therapy. It was reported the patient received effective stimulation in the area of her back postoperative.